Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which the device leaked at the housing cap. The event occurred after filling and prior to patient use. There was a breach of the sterile fluid pathway. The device was filled with 5-fluorouracil and sodium chloride. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The condition was caused by the blue winged cap not being tightened properly onto the luer. A batch review has been performed and there were no exceptions noted during the manufacturing of this device. A trend review has been performed and there have been similar reports made to baxter. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evalaution results or if additional information becomes available.